Manufacturer narrative:
Device passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test at 0.0872 inches. Installed a water filled reservoir, primed pump, monitored for a day, and programmed with multiple boluses during monitoring period. Observed liquid exit the tubing during the bolus deliveries. All boluses delivered properly and were listed in the daily history screen. No bolus history or delivery anomalies noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had under delivering. The blood glucose level was 366 mg/dl at the time of incident. Customer stated that his blood glucose level was going down below 300 mg/dl. Customer treated with bolus. Customer stated that the insulin pump was not working. Customer stated that there was no air bubble and leak. Customer stated that the cannula was straight. Customer alleging the insulin pump because customer did bolus and changed infusion set twice still blood glucose level was not going down. Customer reports insulin exited at the quick release. The device will be returned for the analysis.